Event description:
Resident heard noise while driving electric scooter. Resident parked it and notified the medical equipment technician. The met disassembled the drive train of the scooter and found a broken gear. A call was made to the MFR by the met. The MFR notified the met of a recall on the drive train and the part ordered.